Manufacturer narrative:
On september 30, 2020, mentor became aware that the replacement implants used on (B)(6) 2020 were catalog number 3501630; serial number (B)(6) on the right side and catalog number 3501630; serial number (B)(6) on the left side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 16, 2020, device evaluation was completed. Device evaluation summary: during visual evaluation of the device, no apparent damage was observed. Leak testing was performed, according to mentor procedure, and it revealed a tear on the posterior view measuring approximately 0.3 cm. Microscopic examination was performed and the cause of the deflation could not be identified. Causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 2, 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The lot number is not visible on the returned device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor received correct replacement serial number for the right side as (B)(6) used on september 18, 2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: right deflation. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with a 225cc mentor siltex round moderate profile and experienced breast implant deflation on her right side postoperatively. The patient underwent bilateral explantation and replacement with mentor saline devices on (B)(6) 2020.